Manufacturer narrative:
When the device is received and evaluated by a qa engineer, he will submit a report of his findings to me. At that time, I will file a supplemental report.

Event description:
It was reported that, "during a surgical procedure, it was noted that the internal wiring on the device was such that the cut and coag functions were reversed for that indicated by the external switch indicators." There was no patient injury and the procedure was not altered.